Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose at device after a carotid interventional procedure. Reportedly, no arterial flow was seen at the marker lumen. The device was deployed, hemostasis was not achieved. A second perclose at device was used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the user deployed the device in absence of having obtained arterial flow from the marker lumen prior to deployment. The perclose a-t instructions for use states: continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked 1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. It was reported that the perclose at device was used in a heavily calcified vessel. Per the instructions for use, the safety and effectiveness of the perclose at device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The second perclose a-t device referenced is being filed under a separate medwatch MFR number.